Event description:
It was reported that the pt played golf and felt some discomfort. While the pt was putting his pants on, all of his weight was placed on the leg with the prosthesis. The pt felt the prosthetic fracture and immediately went to the ER. The revision was performed the same day.

Manufacturer narrative:
Investigation in process.